Manufacturer narrative:
The field service engineer noticed that rinse station aspiration tubing was developing a large bubble and fluid was dripping back. Plastic particles were found in the rinse station nozzle and were cleared. Precision studies were performed, but failed. Vacuum nozzles were checked. Cracked vacuum tubes were found on the rinse unit. The tubing was replaced. Quality control recovery, however, was still very poor. The engineer visited the site again and found that a rinse station was overflowing. The cuvette wash level and the gear pump pressure were adjusted. Controls and precision studies were run. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted with a calcium value of 1.91 mmol/l, which repeated as 2.4 mmol/l. The doctor asked for a new sample to be collected from the patient and tested. A second sample was collected from the patient, resulting with a calcium value of 2.4 mmol/l. The original sample was then repeated, resulting with a value of 2.52 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.